Manufacturer narrative:
Per the t:slim x2 user guide, "always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had not adjusted the pump time settings for daylight saving time. The customer's blood glucose level was 385 mg/dl. Tandem technical support assisted the customer with correcting the time.